Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to possible air entrapment around sensing electrode. Technical services (ts) was consulted, discussed air will disappear in a week and recommended turning tachy therapy off in the mean time. Therapy was programmed off and patient will continue to be monitored. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to possible air entrapment around sensing electrode. Technical services (ts) was consulted, discussed air will disappear in a week and recommended turning tachy therapy off in the meantime. Therapy was programmed and patient will continue to be monitored. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was assigned. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information has not been obtained at this time. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to possible air entrapment around sensing electrode. Technical services (ts) was consulted, discussed air will disappear in a week and recommended turning tachy therapy off in the mean time. Therapy was programmed and patient will continue to be monitored. This s-ICD system remains in service. No additional adverse patient effects were reported.